Event description:
Starting about 10 am, 6/15/94, in the eeg lab, the eeg technician appropriately applied eeg electrodes as usual on a 24-year-old female in good health. The eeg machine was turned on with disc storage off. After all electrodes were applied, he tested impedences at the head board. On monitor the colors all changed at once red, yellow, green, blue. They cycled then all stayed dark blue. (Usually colors for low electrode impedences vary in shades of green and blue). Tech turned off impedence meter. Went to eeg machine and rechecked impedence. All applied leads were blue, but this time didn't cycle. Turned impedence meter off and disc storage on. As usual entered pt's name, did both machine and bio cal. Started first montage he noted all artifact and no eeg tracing which is commonly caused by reference or ground electrode problems. He reapplied each of them. Problems still there. He replaced each of them. Problem still there, so tech questioned software problem. Routinely for safety, pt is disconnected from eeg machine by disconnecting mini-jack box before turning off machine and rebooting. (Pt was referred to eeg for myoclonic jerks). At some point here, the pt jerked. Tech asked her if these were the jerks she had been having. When machine rebooted, tech reconnected mini-jack box and still had artifact. Tech asked pt how she felt. She responded that she felt bad before. Tech then tried to isolate source of "bad feeling." Pt jerked when he disconnected the mini-jack box and she indicated that was the "bad feeling" she'd had. To double check, tech reconnected head board and pt jerked again. He told supervisor. With both tech and supervisor in room, disconnected mini-jack box and pt jerked again. Machine taken out of service, and co called.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jun-94. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, performance tests performed. Results of evaluation: electrical problem, none or unknown, other. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: yes. Corrective actions: device temporarily removed from service. Invalid data - on device destroyed/disposed of status.